Manufacturer narrative:
H3:product analysis found that verified not working properly. Unit presented with older software and defective pmb pcba. D10: product ID: nim4cpb1, serial: (B)(6). H3: product analysis found that there was no fault found with patient interface. H6: previously applied fdm b21, fdr c21 and fdc d16 codes has been updated to fdm d01, fdr c19 and fdc d20. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). H4: device manufactured date:09.february.2022 h6: fdm b17, fdr c20, fdc d16 and img-g02005 codes applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during surgery, in the middle of monitoring, the following error appeared: "emg monitoring disabled; patient interface was disconnected." The pi was wireless at the time. The representative changed the connection to wired, but the issue persisted. During troubleshooting, the issue was not resolved. There was no patient impact.